Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
The patient reported wearing a pod for approximately 1 to 4 hours when an issue occurred with the continuous glucose sensor. The sensor displayed a blood glucose (bg) value of 2.1 mmol/l (38 mg/dl), while the actual bg level was 47 mmol/l (846 mg/dl). Due to the inaccurate reading, two pods were removed in an attempt to resolve the issue; however, incorrect sensor readings persisted. The patient became unwell and experienced vomiting. Emergency medical services were contacted, and transport to the hospital was provided. Upon arrival, medical staff removed the second pod, administered insulin, and monitored bg levels. The patient remained hospitalized for approximately 24 hours before discharge on (B)(6) 2026. Abbott was formally notified of the event on february 24, 2026, due to the sensor-related concern. Follow-up information was received on march 9, 2026. The patient confirmed receiving a diagnosis of hyperglycemia and stated that the patient no longer had the pod in possession.